Event description:
It was reported that the anchor was found to be broken inside the patient's body. An hcp assessment regarding the cause of the reported event was not available. The damaged anchor was removed and replaced. There have been no reports of further complications regarding this event.

Manufacturer narrative:
Nevro is awaiting the return of the device. The manufacturing records were reviewed and no relevant nonconformities were found. Nevro submits this report in compliance with FDA¿s medical device reporting regulations under 21 cfr part 803. Nevro has complied with regulatory investigation requirements and is submitting all information that is reasonably known to us at this time. However, we may not have been able to confirm this information or complete the investigation within the timeframe for filing this report. We may have given no response or an incomplete response to certain questions because we do not currently have information available to provide a complete response. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report. This report is not an admission by anyone that the product described in this report was defective, that it malfunctioned, or that it caused or contributed to the event described in this report. We may conclude that the device had no defect, did not malfunction, or did not cause or contribute to a reportable event. Some of the items on this form include forced-choice terms used by the FDA for reporting purposes that do not necessarily reflect nevro¿s conclusions about the causes or nature of the event. This statement should be included with any freedom of information act response.

Manufacturer narrative:
The device was returned and analyzed. The investigation found the returned anchor to be torn as received. No issues were observed with the setscrew mechanism and arbor press. Two primary tears were identified: a lateral cut, predominantly a clean, straight tear, and a jagged longitudinal tear. Most likely the clean lateral cut was made first and then enabled the longitudinal tear. The source of the lateral cut is likely from a sharp surgical tool or an overtightened suture. The longitudinal cut appears to have resulted from external force during device manipulation. It is possible that the initial lateral cut did not fully sever the anchor body, but subsequent manipulation during removal stretched the cut until the anchor body was completely divided into two pieces. The primary root cause of the reported issue is likely mishandling by the implanting physician. Nevro submits this report in compliance with FDA¿s medical device reporting regulations under 21 cfr part 803. Nevro has complied with regulatory investigation requirements and is submitting all information that is reasonably known to us at this time. However, we may not have been able to confirm this information or complete the investigation within the timeframe for filing this report. We may have given no response or an incomplete response to certain questions because we do not currently have information available to provide a complete response. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report. This report is not an admission by anyone that the product described in this report was defective, that it malfunctioned, or that it caused or contributed to the event described in this report. We may conclude that the device had no defect, did not malfunction, or did not cause or contribute to a reportable event. Some of the items on this form include forced-choice terms used by the FDA for reporting purposes that do not necessarily reflect nevro¿s conclusions about the causes or nature of the event. This statement should be included with any freedom of information act response.